Manufacturer narrative:
(B)(4).

Event description:
It was reported that positioning problem occurred. The target lesion was located in the left external iliac vein. After intravascular ultrasound was performed to confirm proper sizing and measure the lesion length, pre-dilatation was performed using a 16x6 xxl balloon catheter. A 16x60/9fr wallstent® endoprosthesis stent was advanced via jugular route to treat the lesion. Proximal and distal markers were correctly aligned in the landing zone. However, upon deployment, the physician noted that the proximal location of the stent was 2 centimeters short than projected landing spot but was able to cover the lesion sufficiently. The procedure was completed by performing angioplasty inside the stent to ensure wall apposition using an xxl balloon catheter. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the delivery device was returned without the stent. The wallstent uni delivery device was visually and microscopically inspected. A visual and microscopic examination identified no issues with the markerbands. The markerbands were measured and found to be within specification. As the markerbands are used as indicators for stent placement, this correct markerband positioning indicates the correct size stent was placed on the delivery system. No issues were noted with the markerbands that may have contributed to the complaint incident. A visual and tactile examination identified no issues or any damage along the length of the device. The device was received with the stent deployed from the delivery system. A visual and microscopic examination of the stent cups and stent holder identified no damage or any issues that could have contributed to the complaint incident. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion was unable to be determined. (B)(4).

Event description:
It was reported that positioning problem occurred. The target lesion was located in the left external iliac vein. After intravascular ultrasound was performed to confirm proper sizing and measure the lesion length, pre-dilatation was performed using a 16x6 xxl balloon catheter. A 16x60/9fr wallstent endoprosthesis stent was advanced via jugular route to treat the lesion. Proximal and distal markers were correctly aligned in the landing zone. However, upon deployment, the physician noted that the proximal location of the stent was 2 centimeters short than projected landing spot but was able to cover the lesion sufficiently. The procedure was completed by performing angioplasty inside the stent to ensure wall apposition using an xxl balloon catheter. No patient complications were reported.